Event description:
User was experiencing ongoing issues with sample probe up-down errors and found that erroneous results had been generated as a result. Eight pt samples were provided. Units of measure: amylase: u per l, calcium mg per dl, glucose mg per dl, bicarbonate: mmol per l, lipase: u per l, phosphate: mg per dl, uric acid: mg per dl. Initial calcium result was 0.0. The sample automatically repeated on the same analyzer due to data flags and an additional discrepant calcium result of 0.0 was generated. The sample was then repeated a third time on this analyzer with a calcium result of 8.4. No actions were taken based on the reported value.

Event description:
User was experiencing ongoing issues with sample probe up-down errors and found that erroneous results had been generated as a result. Eight pt samples were provided. Units of measure: amylase: u per l, calcium mg per dl, glucose mg per dl, bicarbonate: mmol per l, lipase: u per l, phosphate: mg per dl, uric acid: mg per dl. Initial amylase result was 0, ast result was 1, bicarbonate result was 0, and glucose result was 0. The sample was then repeated on the integra 800 with the following results: bicarbonate 27, glucose 729, ast 12, amylase 45. The user stated during this incident, only the one following pt was erroneously reported. No other erroneous samples were reported. No actions were taken based on the reported value.

Manufacturer narrative:
The field service rep determined there was a misadjusted sample probe, and there were wrong adjustments on the abnormal descend. He readjusted and realigned the sample probe than ran several samples to check the sample adjustment. Calibration and qc were performed to verify the analyzer performance.

Event description:
User was experiencing ongoing issues with sample probe up-down errors and found that erroneous results had been generated as a result. Eight pt samples were provided. Units of measure: amylase: u per l, calcium mg per dl, glucose mg per dl, bicarbonate: mmol per l, lipase: u per l, phosphate: mg per dl, uric acid: mg per dl. Uric acid was initially reported from the analyzer as 0.0 and the result was reported to the floor as less than 0.2. The sample was retested on this analyzer the same day and generated a result of 4.2. No actions were taken based on the reported value.

Event description:
User was experiencing ongoing issues with sample probe up-down errors and found that erroneous results had been generated as a result. Eight pt samples were provided. Units of measure: amylase: u per l, calcium mg per dl, glucose mg per dl, bicarbonate: mmol per l, lipase: u per l, phosphate: mg per dl, uric acid: mg per dl. On (B)(6) 2009, initial calcium result was 0.0. The sample automatically repeated on the same analyzer due to data flags and additional discrepant results were generated. The calcium result was 0.0, glucose result was 0. The sample was then repeated on the integra 800 with the following results: glucose result was 108, calcium result was 9.1. No actions were taken based on the reported value.

Event description:
User was experiencing ongoing issues with sample probe up-down errors and found that erroneous results had been generated as a result. Eight pt samples were provided. Units of measure: amylase: u per l, calcium mg per dl, glucose mg per dl, bicarbonate: mmol per l, lipase: u per l, phosphate: mg per dl, uric acid: mg per dl. On (B)(6) 2009, initial bicarbonate result was 0. The sample automatically repeated on the same analyzer due to data flags and an additional discrepant bicarbonate result of 0 was generated. The sample was then repeated a third time on this analyzer with a bicarbonate result of 34. No actions were taken based on the reported value.

Event description:
User was experiencing ongoing issues with sample probe up-down errors and found that erroneous results had been generated as a result. Eight pt samples were provided. Units of measure: amylase: u per l, calcium mg per dl, glucose mg per dl, bicarbonate: mmol per l, lipase: u per l, phosphate: mg per dl, uric acid: mg per dl. Initial calcium result was 0.1. The sample automatically repeated on the same analyzer due to data flags, but no data was provided. The sample was then repeated a third time on this analyzer with a glucose result of 134. No actions were taken based on the reported value.

Event description:
User was experiencing ongoing issues with sample probe up-down errors and found that erroneous results had been generated as a result. Eight pt samples were provided. Units of measure: amylase: u per l, calcium mg per dl, glucose mg per dl, bicarbonate: mmol per l, lipase: u per l, phosphate: mg per dl, uric acid: mg per dl. Initial phosphate result was 0.1, uric acid result was 0.0. The sample was then repeated a third time on this analyzer with the following results: phosphate 8.9, uric acid 9.7. No actions were taken based on the reported value.

Manufacturer narrative:
The field service rep determined there was a misadjusted sample probe and there were wrong adjustments on the abnormal descend. He readjusted and realigned the sample probe than ran several samples to check the sample adjustment. Calibration and qc were performed to verify the analyzer performance.

Manufacturer narrative:
The field service rep determined there was a misadjusted sample probe and there were wrong adjustments on the abnormal descend. He readjusted and realigned the sample probe than ran several samples to check the sample adjustment. Calibration and qc were performed to verify the analyzer performance.

Manufacturer narrative:
The field service rep determined there was a misadjusted sample probe and there were wrong adjustments on the abnormal descend. He readjusted and realigned the sample probe than ran several samples to check the sample adjustment. Calibration and qc were performed to verify the analyzer performance.

Manufacturer narrative:
The field service rep determined there was a misadjusted sample probe and there were wrong adjustments on the abnormal descend. He readjusted and realigned the sample probe than ran several samples to check the sample adjustment. Calibration and qc were performed to verify the analyzer performance.

Manufacturer narrative:
The field service rep determined there was a misadjusted sample probe and there were wrong adjustments on the abnormal descend. He readjusted and realigned the sample probe than ran several samples to check the sample adjustment. Calibration and qc were performed to verify the analyzer performance.

Manufacturer narrative:
The field service rep determined there was a misadjusted sample probe and there were wrong adjustments on the abnormal descend. He readjusted and realigned the sample probe than ran several samples to check the sample adjustment. Calibration and qc were performed to verify the analyzer performance.

Manufacturer narrative:
The field service rep determined there was a misadjusted sample probe and there were wrong adjustments on the abnormal descend. He readjusted and realigned the sample probe than ran several samples to check the sample adjustment. Calibration and qc were performed to verify the analyzer performance.

Event description:
User was experiencing ongoing issues with sample probe up-down errors and found that erroneous results had been generated as a result. Eight pt samples were provided. Units of measure: amylase: u per l, calcium mg per dl, glucose mg per dl, bicarbonate: mmol per l, lipase: u per l, phosphate: mg per dl, uric acid: mg per dl. Initial results were ast 1, calcium 0.1, glucose 0. The sample automatically repeated on the same analyzer due to data flags and additional discrepant results were generated. The calcium result was 0.0, bicarbonate result was 0, glucose result was 0 and lipase result was 0. The sample was then repeated a third time on this analyzer with the following results: bicarbonate 25, glucose 147, calcium 8.8, ast 14, lipase 12. No actions were taken based on the reported value.